Manufacturer narrative:
The investigation into the reported product damage (cannula kink) and delivery issue has been completed since the original report was filed. Product was returned for investigation. Visual inspection found a kink on catheter below the end cap at mark 16. No other issues were found on the rest of the pump. The root cause of delivery issue was most likely due to stenotic valve patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 87 -year-old male noted for high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was unable to pass across the aortic valve into optimal position. The impella was removed, and placement was tried a second time. Again, the inflow of the device would cross the aortic valve but not the cannula. During second attempt, wire and impella kinked in aorta. The impella was removed and a kink on the catheter above the motor housing was observed. So a decision was made to place a new impella cp. No patient harm was reported due to the issue.